Event description:
It was reported that a user paused their pump to shower and afterwards the ilet did not display dexcom g7 blood glucose readings, consistent with signal loss to the ilet; the user interface showed a prompt to start a sensor, and re-pairing the g7 sensor to the ilet restored pairing and data transmission. Symptoms included no reported adverse physiological effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education focused on cgm pairing and settings. Investigation of this case revealed that re-pairing the sensor resolved the communication issue without further device intervention. It was concluded that the event was due to temporary loss of cgm-to-ilet communication, and that normal function resumed after re-pairing.